Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient was diagnosed with an aneurysm of the left common iliac artery post stent graft. It was reported that on (B)(6) 2015, there was a reintervention, the physician implanted a left iliac extension and performed embolization of the internal iliac branch. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161407/10599742, pxc201000/10617554, and pxc181000/10624938.